Event description:
The customer reported a suspected check valve failure. Details of the event were reported as follows: an avalox (yellow) infusion was started. When the nurse returned he noticed the primary solution turned yellow and previously it was clear. There was no report of pt harm and medical intervention was not required. No additional pt or event info was provided.

Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated yet. A f/u report will be submitted with the results of the investigation once it has been completed.